Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It was reported that the tibial articular surface provisional fractured during a knee arthroplasty procedure.

Manufacturer narrative:
The visual inspection of the returned device confirmed that the central post fractured off the tasp. All the pieces were returned for investigation. There was cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp top and bottom. The lot has been in the field for more than three years. It is unknown for how many times the device is being used. The receiving inspection report from the supplier manufactured component for item were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The complaint was confirmed as the device was returned fractured. The device is considered conforming due to its extended field life and unremarkable manufacturing records. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The tasp construct includes the tasp top, bottom, shim and the tibial sizing plate. A previous investigation was opened for the breakage of tasps. In addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Therefore, the root cause is tied to the design of the device.